Event description:
During implantation of a permanent idd pacemaker, the sheath for the ventricular lead was penetrated by wire for atrial lead. Unable to retract sheath. Pulling back on remnant of sheath and advancing atrial wire allowed for removal of torn sheath.